Manufacturer narrative:
The reported events were the lead could not be fixed very well and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead could not be fixed in placed. After repositioning the atrial lead several times, the atrial lead helix was less flexible. The procedure was completed with a different lead. The patient was in stable condition.